Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient status was stable. It was further reported that the 70% stenosed target lesion was located in the unknown tortuosity and non-calcified arteriovenous fistula. The device ruptured at 24 atmospheres for 30 seconds. The device was recovered to the sheath and was removed.

Manufacturer narrative:
B5: describe event or problem: updated e1 initial reporter phone:(B)(6). Device evaluated by MFR.: gladiator elite 8.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per gladiator specification the rated burst pressure for this device is 20 atmospheres. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was kinked at more than one location. This type of damage is consistent with excessive force being applied to the device.

Manufacturer narrative:
B5: describe event or problem: updated. E1 initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient status was stable. It was further reported that the 70% stenosed target lesion was located in the unknown tortuosity and non-calcified arteriovenous fistula. The device ruptured at 24 atmospheres for 30 seconds. The device was recovered to the sheath and was removed.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient status was stable.